Manufacturer narrative:
The lens has been requested, but has not been received by bausch + lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was inserted and intraoperatively removed from the patient's eye due to posterior capsular tear. The lens was successfully replaced with another lens model. Additional information has been requested, but has not been received. Please reference MDR# 2031924-2013-00031 for the intraocular lens.